Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and had high blood glucose. Customer stated at the time of no delivery the blood glucose was below 600 mg/dl. Customer stated it got resolved with a complete infusion set change. Troubleshooting was done. Customer's blood glucose currently was 131 mg/dl. No further information provided.